Manufacturer narrative:
"The latest updates that there is no problem with the patient (normal vault, normal iop) but the only complain is about the iris shape just." (B)(4)

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Conclusion code: off-label use [under 21 years of age at time of implant ((B)(6))]. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.7mm vticmo13.7, -17.00/+1.50/150 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. The surgeon notes anisocoria, a reactive but "larger" pupil, shallow anterior chamber, "iris pigments on icl." Reportedly, the lens remains implanted.